Event description:
It was reported that during x-ray examination it was noted that this right ventricular (rv) lead dislodged from the initial implant position. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visa thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during x-ray examination it was noted that this right ventricular (rv) lead dislodged from the initial implant position. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged from the initial implant position. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.